Event description:
It was reported that the injector flow rate was set for 1.5cc/sec, and the injection site was the antecubital fossa. A total volume of 100cc's/non-ionic contrast was injected and extravasated deep in the tissue which the eda patch did not detect. The extravasation was not under the area of the eda patch and it was the opinion of the physician that it traveled posteriorly. The pt was treated with hot compresses and the family physician was notified. Pt was a trauma pt and the IV was administered outside the hosp by the emergency medical technician. CT rn said that the IV seemed to be fine prior to the injection.